Event description:
Patient's mother called to report an unresolved error alarm "no food" on zevex infinity pump. Mother had attempted to clear the alarm following the instructions in the pump manual, but the pump continued to alarm. Pump exchanged.